Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause of the too aortic deployment was indicated as a combination of patient factors (i.e. Effaced sinuses, severe septal hypertrophy, minimal distance from annulus to lmca) and procedural factors (potential movement of the edwards sheath during deployment/the need to keep the sheath coaxial to the annulus, and anatomical challenges). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, post valve deployment, moderate central aortic insufficiency (cai) was noted. The valve placement was higher on the left coronary cusp side. The physicians decided to place a second valve, resulting in mild aortic insufficiency post second valve deployment. The pre deployment position of the valve was 40:60 ventricular, and the post deployment position of the valve was 60:40 aortic. The cause of the aortic movement of the valve was provided as a combination of factors, including effaced sinuses, severe septal hypertrophy, minimal distance from annulus to lmca, potential movement of the sheath during deployment, and anatomical challenges with this case.